Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: the keypad was found to be intact; the keypad button symbols were found to be worn. Investigation revealed contamination found under the down arrow and contrast key contacts. All keypad buttons were found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination found under the down arrow and contrast key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/19/2013.